Manufacturer narrative:
A supplemental medwatch report is being sent as the correct date of death is (B)(6) 2009.

Manufacturer narrative:
The adjudication minutes indicate that the patient experienced a peri-procedural myocardial infarction (mi) on the day of the index procedure. This was previously reported as unrelated to the device and the procedure, and was treated with pci of a new lesion. The event was then captured as a non-complaint. The event of mi will now be captured as a reportable complaint and processed accordingly. On (B)(6) 2009, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent in the mid right coronary artery (rca). The angiographic core lab reported the target lesion to be the distal rca with a final 22% residual in-lesion stenosis with timi 3 flow and no dissection. The procedure ended. The ECG core lab reported no new major st-t abnormalities and no q waves. Pre-procedure, the ckmb was 1.3 (nl 3.6, ratio <1) and the troponin I was 0.06 (nl 0.05, ratio <1). The cardiac biomarkers 6-12 hours post-procedure were not tested. Post-procedure, the next day, the ckmb was 2.5 (ratio <1) and the troponin I was 0.31 (nl 0.05, ratio 6.2). No further draws were done. The site reported a non-q wave mi on the day of the index procedure. The patient was discharged the next day on dual ant platelet therapy. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Boston scientific received information that this atrial lead was surgically abandoned due to impedance measurements greater than 2,500 ohms. A new lead was implanted on the patient's right side due to access issues. No adverse patient effects were reported.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.concomitant products: ace inhibitor, beta-blocking agent, hmg coa reductase inhibitors, aspirin and clopidogrel.

Manufacturer narrative:
Complaint conclusion has been updated with device history review (DHR) as the lot number of the device has been received. Information received from the (B)(4) study indicated that the patient died (B)(6) days after having a coronary artery stent implanted from complications related to pneumonia. The patient's medical history is significant for chronic obstructive pulmonary disease, peripheral artery disease, hyperlipidemia, hypertension, angina, and ischemia. The patient had two vessel diseases with only one treated during the index procedure. The target lesion was the mid right coronary artery (rca). A cypher stent was successfully implanted. The patient was discharged the next day. (B)(6) days after the index procedure the patient returned to the ER with shortness of breath, fever, and cough. The patient was admitted and treated with medication. The patient was diagnosed with double pneumonia and was intubated. A progress note from (B)(6) days after the index procedure reported that a planned "lhc" (left heart catheterization) was canceled due to temperature of 101, noting that the placement of a coronary stent was planned. According to the progress note of the next day, the patient underwent ptca and placement of a non-study stent in the proximal rca and was not within 5 mm of the previously placed stent. The stent in the mid rca was reported as patent. The patient expired the same day. The site initially reported that the event was not related to the cordis device or the index procedure. After further investigation the reporter indicated that the patient had a history of multiple co-morbidities, including copd. His condition worsened (B)(6) days post-procedure, with exacerbation of his chronic diseases, as well as with development of an acute bronchopneumonia. While the cause of the death was non-cardiac (due to pneumonia and multiple organ failure), the procedure had contributed to the patient's worsened condition and subsequent demise and therefore cannot be excluded as a causal factor. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with implanting coronary artery stents and the procedure. Review of the information provided suggests that the patient's underlying medical co-morbidities such as copd and diabetes may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue, therefore no corrective action is needed. Please note that the evaluations were not changed.

Manufacturer narrative:
Please note the catalog and lot number of the cypher (cxs23350/ lot 15020552) stent used in the procedure has been received. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The adjudication minutes received indicate that the patient experienced a peri-procedural mi on the day of the index procedure. This event is now being reported. This is a (B)(6) male with medical history significant for chronic obstructive pulmonary disease, peripheral artery disease, hyperlipidemia, hypertension, angina, and ischemia. Double vessel disease was revealed on angiography; however, only a single target lesion was treated in the index procedure. The target lesion was the mid right coronary artery (rca) described as 99% stenotic. The lesion was pre-dilated and one cypher stent was successfully implanted. The patient was discharged the next day. Two days after the index procedure the patient returned to the ER with shortness of breath, fever, and cough. The patient was admitted for double pneumonia and treated with medications. Md progress notes from six days after the index procedure reported that a planned "lhc" (left heart catheterization) was cancelled due to temperature of 101, noting that the placement of a coronary stent was planned. According to the progress note of the next day (one week post index procedure), the patient underwent ptca and placement of a non-study stent in the proximal rca and was not within 5mm of the previously placed stent. The stent in the mid rca was reported as patent. Discharge was planned; however approximately 13 days post index procedure, the patient's respiratory status worsened. His condition worsened with exacerbation of his chronic diseases as well as with development of an acute bronchopneumonia. At approximately 25 days post index, the patient expired. This death was previously been reported. The site initially reported that the event was not related to the cordis device or the index procedure. After further investigation the reporter indicated that the patient had a history of multiple co-morbidities, including copd. While the cause of the death was non-cardiac (due to pneumonia and multiple organ failure), the procedure had contributed to the patient's worsened condition and subsequent demise and therefore cannot be excluded as a causal factor. The stent remains implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to diagnosis of peri-procedural myocardial infarction. Death is a known potential adverse event associated with implanting coronary artery stents and the procedure. Review of the information provided suggests that the patient's underlying medical co-morbidities such as copd and diabetes may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue, therefore no corrective action is needed.

Manufacturer narrative:
Information received from the (B) (4) study indicated that the patient died three days after having a coronary artery stent implanted from complications related to pneumonia. The patient's medical history is significant for chronic obstructive pulmonary disease, peripheral artery disease, hyperlipidemia, hypertension, angina, and ischemia. The patient had two vessel disease with only one treated during the index procedure. The target lesion was the mid right coronary artery (rca). A cypher stent was successfully implanted. The patient was discharged the next day. Two days after the index procedure, the patient returned to the ER with shortness of breath, fever, and cough. The patient was admitted and treated with medication. The patient was diagnosed with double pneumonia and was intubated. A progress note from two days after the index procedure reported that a planned "lhc" (left heart catheterization) was cancelled due to temperature of 101, noting that the placement of a coronary stent was planned. According to the progress note of the next day, the patient underwent ptca and placement of a non-study stent in the proximal rca and was not within 5mm of the previously placed stent. The stent in the mid rca was reported as patent. The patient expired the same day. The site initially reported that the event was not related to the cordis device or the index procedure. After further investigation, the reporter indicated that the patient had a history of multiple co-morbidities, including copd. His condition worsened 3 days post-procedure with exacerbation of his chronic diseases as well as with development of an acute bronchopneumonia. While the cause of the death was non-cardiac (due to pneumonia and multiple organ failure), the procedure had contributed to the patient's worsened condition and subsequent demise and therefore, cannot be excluded as a causal factor. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Death is a known potential adverse event associated with implanting coronary artery stents and the procedure. Review of the information provided suggests that the patient's underlying medical co-morbidities such as copd and diabetes may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue, therefore no corrective action is needed.

Event description:
Three days after coronary stenting the patient developed acute bronchopneumonia and expired. The event was determined to be related to the index procedure. The patient is a (B) (6) male who was enrolled in the (B) (4) study. The patient had two vessels with disease, only one was treated during the index procedure. The target lesion was the mid right coronary artery (rca). A cypher stent was successfully implanted. The patient was discharged the next day. Two days after the index procedure the patient returned to the ER with shortness of breath, fever, and cough. The patient was admitted and treated with medication. The patient was diagnosed with double pneumonia. The patient was intubated. A progress note from two days after the index procedure reported that a planned "lhc" (left heart catheterization) was canceled due to temperature of 101, noting that the placement of a coronary stent was planned. According to the progress note of the next day, the patient underwent ptca and placement of a non-study stent in the rca (location unknown). The patient expired the same day. The site initially reported that the event was not related to the cordis device or the index procedure. After further investigation the reporter indicated that the patient had a history of multiple co-morbidities, including copd. His condition worsened 3 days post-procedure with exacerbation of his chronic diseases as well as with development of an acute bronchopneumonia. While the cause of the death was non-cardiac (due to pneumonia and multiple organ failure), the procedure had contributed to the patient's worsened condition and subsequent demise and therefore cannot be excluded as a causal factor.